Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device was running hot. The event was not related to surgery. There was no patient involvement. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had exceeded the maximum allowable temperature of 118°f (actual temperature reported was 123.6°f). The device was taken apart and it was obvious that medical debris and soap residue in the burr lock assembly caused the failure. It was further determined that the root cause of the failure was medical debris buildup which was clearly observed and was a typical result of insufficient cleaning after clinical procedures. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.